Event description:
A user facility reported to olympus that a nozzle cut was noted with the evis lucera elite colonovideoscope. The event occurred during preparation for use, prior to a colonoscopy procedure and the same device was used to complete the operation. During a standard service inspection of the customer returned device, foreign object inside the nozzle was observed. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, foreign object in the nozzle, water tightness not maintained due to perforation of the forceps channel due to external factors, insufficient bend angle due to angle wire elongation, play of the angle knob out of the normal state due to the elongation of the angle wire, missing curved rubber joint, and discoloration of the operation part were observed. Lastly, scratches were found on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope or what the foreign material is. There was no delay in the start of precleaning. There were abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air. It¿s unknown if the surfaces were wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system. [Inspection of the endoscope]. - inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function]. -inspection of the water feeding function 1 keep the air/water valve¿s hole covered w.ith your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.